Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va077rr, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va07192, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial (B)(4) implanted: (B)(6) 2013 explanted: product type extension. Product ID: 3708695, serial (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had ineffective therapy. The system was explanted and the issue was resolved. The cause of the ineffective therapy was noted as due to the parkinson's disease. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was unknown.